Event description:
It was reported that an elevate apical and posterior mesh was implanted on (B)(6) 2011. The patient stated the procedure was "unsuccessful" as she continued to experience left side pain at the mesh attachment site and dyspareunia since the first post-surgery exam. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.